Event description:
"Electrical cord connection spark". As the pump was plugged in it began to spark. There was no pt involvement, the nurse was setting up the pump. The nurse was, at most, the length of the power cord away from the pump. The nurse was not injured.